Event description:
Patient had a consult for surgery and the surgeon stated it would be at least 3 months before having the lead addressed due to other medical issues unrelated to the vns device. No surgical interventions are known to have occurred to date.

Event description:
It was reported that high impedance was observed during a follow-up visit. The patient then returned to the office for further impedance testing which included changing positions. It was found that the impedance was high during this testing. It was noted that the lead had been implanted for several years while the generator had only been implanted for a few months. Therefore it was unclear if the high impedance was caused by a lead fracture or a connection issue between the lead and the generator. The implant card from the recent generator replacement confirmed that the impedance was ok at the surgery. X-rays had been ordered but they have not been reviewed by the manufacturer to date. No additional relevant information has been received to date.